Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated they had discarded the true metrix pro meter.

Event description:
Consumer reported complaint for high blood glucose test results and control test result out of control range. Urgent care facility is calling; meter belongs to the facility. Caller stated that on (B)(6) 2024 a patient came to the facility with symptoms of high blood glucose (exact symptoms were not provided). Blood test was performed on the patient and produced result of 240 mg/dl (fasting/non-fasting not provided). Facility had sent the patient to the hospital. Patient's blood glucose test result at the hospital had been "around 110 mg/dl" (fasting/non-fasting not provided). The patient does not know their expected blood glucose test result range. During the call, a back-to-back blood test was not performed by the patient. The product is stored according to specification in the facility. The test strip lot manufacturer¿s expiration date is 08/21/2025 and caller was unsure of the open vial date. The meter memory was not reviewed for previous test result history.